Event description:
During coil embolization, a coil and an agility 14 guidewire were unable to pass through the microcatheter (mc). The mc and coil appeared normal when removed from the packaging and a continuous flush solution was maintained thru the mc. There was no report of patient injury.